Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that during a normal follow up it was not possible to interrogate this device. A different programmer was used with no success a magnet was also used, but there was no response from the device. The device was subsequently explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a normal follow up it was not possible to interrogate this device. A different programmer was used with no success a magnet was also used, but there was no response from the device. The device was subsequently explanted, but will not be returned as the device was detained at the hospital. No adverse patient effects were reported.